Manufacturer narrative:
Device evaluation summary: the reported display flickering was verified during service. During preliminary analysis service technician could boot up the instrument normally, the base unit displayed a flash after power on for few minutes, then service technician powered off the unit and powered again, the display of base unit was black, the user interface display was ok. The issue was resolved by replacing the cable assy, battery and calibrated. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console instrument, it was reported that the base unit display was flickering during operation. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information that the batteries were defective, with one showing 12.7 v and the other 12.1 v. The batteries had been installed for over 4 years, and it was not possible to obtain the lot number as the information was unreadable. During motor use, the batteries lasted 10 minutes after the instrument was turned off. The customer was unable to specify why battery power was required. The battery alarms and the battery charge indicator were operating normally.